Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A follow up called was made and the customer reported experiencing low blood glucose of 18mg/dl and the paramedics were called. It was stated that the customer recently has been diagnosed with diabetes; he has been working on carb counting and has been struggling with it. It was mentioned that the customer also had two low episodes the week before, but he was not hospitalized. The customer was satisfied with the insulin pump and he just want to have the basals adjusted. No further information was provided.